Event description:
Meter name: surestep enhanced. Strip name: surestep. Meter code: 4, strip code: 4. Strip storage: unknown, but in good condition. Symtpoms: weak. A patient reported they were seen in ER. Their meter allegedly was inaccurately low and would power off during use. The result on their meter was 42, 100, and 70 mg/dl. The result on the ER meter was unknown. The time difference between patient's meter and ER was unknown. According to customer was not treated. No further information has been reported.